Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power cable and plug assembly was evaluated and reseated. The cb1 and cb2 (circuit breaker) terminals were also cleaned and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system shut down without command of the operator; however was able to be rebooted. There is no report of a patient injury or death associated with this event.